Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose of 420 mg/dl. Other blood glucose value mentioned was 518 mg/dl. The customer was treated with anti-nausea medicine, intravenous fluid, insulin drip, phosphate or magnesium drip in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization and was on auto mode. The customer declined troubleshooting. The insulin pump will not be returned for analysis.